Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's blood glucose (bg) reached 459 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula was found bent, while wearing it on the back. For treatment, they replaced the pod and continued giving her manual injections until the bg level came down.